Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report that two discordant, falsely elevated carbon dioxide (co2) test results were obtained from a dimension vista 500 instrument. The ccc found that during routine maintenance of the water purification module the customer had swapped the progard and q-gard water filters. The cause of the falsely elevated co2 test results was a use error of swapping the progard and q-gard filters during routine maintenance of the water purification module. The instrument is performing within specifications. No further investigation of this instrument is needed.

Event description:
Two discordant, falsely elevated carbon dioxide (co2) test results were obtained from a dimension vista 500 instrument. The initial test results were not reported to a physician(s). The same samples were repeated on an alternate dimension vista 500 giving lower test results. The repeat test results were reported to the physician(s). The same samples were repeated on the initial instrument the following day and lower test results were obtained. It is unknown if the repeat results from the initial dimension vista 500 were reported to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 test results.